Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of ventricular signals in the atrial channel. Technical services (ts) recommended increasing blanking periods. Ts also recommended measuring the oversensed signals and adjusting atrial sensitivity. This ICD remains in service. No adverse patient effects were reported.